Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one onyx frontier coronary drug eluting stent to treat a lesion in the proximal right coronary artery (rca). Excessive force was not used during delivery. It was reported that the stent came out of the proximal rca while the balloon was being inflated. The stent was partially deployed, but out of the rca. The wire was still in place. It was not possible to bring the stent back into the 6f guide or 6f radial sheath due to the size. Right femoral access was obtained and an 8f sheath was used. It was then possible to wire the stent in the right arm via the right groin approach. Using a balloon partial inflated within the stent, the stent was successfully brought back into the 8f guide and out of the 8f sheath. A snare was not used. A 3.5 x 26mm stent was then deployed without incident. The patient is alive with no further injury.

Manufacturer narrative:
Additional information: it was later stated that there was a miscommunication and that the complaint initially reported was incorrect and it was confirmed that it was a no cross event that occurred after which a different resolute onyx stent was used instead without any issues. Product analysis: the delivery system did not return for analysis. The dislodged stent returned on the distal section of a euphora poba device. Deformation was evident to the dislodged stent with struts raised and overlapping. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.